Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on using ac power only, however, the device does not remain powered on when switching from ac power to battery. The battery voltage did not measure to the expected nominal voltage, as such, the battery was verified to be defective. The battery was replaced and the unit functioned as designed.

Event description:
It was reported that the device will not stay powered on after unplugged from the power. The unit was able to engage in monitoring activities. No consequences or impact to patient.